Manufacturer narrative:
Analysis was performed on the returned device. The reported suture malposition ¿only one suture end was visible¿ could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported ¿only one suture end was visible¿ appears to be related to the suture cut with a scalpel post plunger deployment versus using the quick cut mechanism. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a proglide device with a 6f sheath after an interventional coronary catheterization procedure. Reportedly, after cutting the two suture ends, the locking stitch seemed to disappear. Only one suture end was visible. It could not be confirmed if the suture end was cut too short. The visible suture end was used to push down the knot. Hemostasis was achieved with no oozing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.